Event description:
It was reported that the insulin pump had an unresponsive keypad, which kept scrolling when pressed. The blood glucose reading was 209 mg/dl. The customer stated that the keypad scrolled when she entered the bolus or carbs, and the buttons were getting stuck. She noted that she also received a no delivery alarm but declined troubleshooting for this. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. All buttons function properly. However, moisture damage was found on the keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.